Event description:
It was reported that, "this specific persuader has been cold welding when reducing a rod to the screw during a case. The upper-t-handle is slowly turning then makes a click noise when it has seated the rod in the tulip head. When the surgeon tries to move the upper-t-handle counter clockwise, it is nearly impossible to turn it back without using vice grips."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.